Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in clinic after experiencing episodes of inadequate and inappropriate shocks. Testing was performed and no anomalies were noted. The device was behaving according to programmed settings and the therapy was believed to have been delivered inappropriately in response to an episode of atrial fibrillation (af). The device was reprogrammed to avoid any further episodes of inappropriate therapy. The patient was stable.